Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt states that starting last night they were unable to connect to the implanted neurostimulator to make an adjustment. However, it was determined that the caller was trying to connect via the recharger app so this was not an event/issue. Agent had the caller close all open apps and open the mystim rc app and the caller was able to connect and turn stim back on--the pt nor the pt's daughter were aware of why or how the ins was turned off--this was the reason for flagging the call and it was noticed that the ins was off today. The patient states that they are unsure if they let the implant go to 0% or if they accidentally turned it off at some point. Agent reviewed with the caller that the handset being discharged has no impact on the implant being on. The pt's daughter was able to increase stimulation for the patient on their base program. The troubleshooting steps that were taken on the call resolved the issue.